Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue, the components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a davinci assisted surgical procedure, the 8mm large suture cut needle driver instrument had a broken or loose cable. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no backup needle driver, hence the procedure was converted to a laparoscopic approach. The instrument was inspected prior to use. There was no fragment that fell in the patient. No photographic images of the device(s) or a video recording of the procedure is available for isi review.